Manufacturer narrative:
Sections with additional information as of 22-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; defect was detected: damaged battery contacts. Test strips were not returned for evluation. Corrected sections as of 22-sep-2020: h10: most likely underlying root cause corrected from "mlc-41: dead battery" to "rc-033: bent positive battery tab/terminal".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes - shaky/tremors. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint that the truemetrix meter would not power on when a test strip was inserted. During the call the truemetrix meter did not power on when a test strip was inserted or by using the power button. Customer had purchased the meter (B)(6) 2020 and had inserted a battery from an old meter. At the time of the call, the customer reported symptoms shaking/tremors and believed his blood glucose might have been high. Medical attention was not needed at the time of the call.